Event description:
During an anterior cruciate ligament repair using, the fast-fix 360 curved ndl delivery system, it was reported that while inserting the device, the second implant was falling out. The implants were removed with a grasper. No implants remain unsupported in the patient.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the actuator is in its post t2 deployment position indicating a complete deployment. No ts or suture were returned. Reported pre-deployment of t2 cannot be confirmed. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Although the reported failure mode cannot be confirmed, the described failure is being monitored. (B)(4).

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).